Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully.